Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00359 on 09-jul-2024. Additional information 25-jul-2024: siemens investigation included an assessment of the following: return of the patient sample for further investigation is not possible due to local regulations. Requested information about sample handling, main database, error logs, and spy files were not provided. Additionally, siemens requested adjustment and quality control (qc) data, a printout or screenshot of the sample measurement and if any service was performed. No information can be provided. A query showed no similar escalations relating to immulite 2000 xpi hcg and kit lot 480. Customers were sent urgent field safety notice (ufsn) imc22-04 human chorionic gonadotropin (hcg) potential carryover from high samples and should be following the repeat instructions for samples between 2.5 and 750 miu/ml. Based on the available information, the cause of the discordant result is inconclusive. Additional information was requested from the customer and was not provided by the customer. Based on the limited information provided, further evaluation is not possible. The immulite 2000 xpi hcg kit lot 480 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Event description:
The customer reported a falsely elevated hcg result was obtained on a patient sample on an immulite 2000 xpi instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument three days later. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center to report a falsely elevated hcg result that was obtained on a patient sample on an immulite 2000 xpi instrument. Per the limitations section in the immulite 2000 hcg instructions for use (IFU): "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.